Event description:
It was reported that the user did not observe drops during the priming step after expending approximately 36 units and, while disconnected from the body, noted leakage at the tubing-to-connector interface due to a loose connection. Customer care provided support/assistance that included telephone-based troubleshooting and user education. Investigation of this case revealed a loose tubing connection at the connector that was resolved by replacing supplies and ensuring proper assembly and priming. No clinical symptoms reported. Blood glucose was stable. Outcomes included successful completion of a full supply change with proper sequence and rewind, restoration of insulin delivery, and no alerts or alarms. It was concluded that the event was due to user-related assembly of the infusion set connection, with device function restored after correct setup.